Manufacturer narrative:
(B)(4). Post marketing vigilance led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, pmv review of complaint trends and an evaluation of the returned device. The jaw gap was measured and met specification. Witness marks from the needle tip impacting the beveled wall surrounding the needle receptacle were not noted for the device, indicating proper alignment of the jaws when toggling the needle. Sheared plastic was noted, indicating the flat pin was not centered properly. A pmv needle was loaded onto each instrument. The needle was found to function properly when applied through layers of test media. Pressure was exerted on the needle in all directions and from both sides of each jaw to simulate clinical conditions. The needle was loaded and unloaded onto each instrument without difficulty. No difficulty was experienced in toggling the needle. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the improperly centered pin lock. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. This failure mode and/ complaint mode has been identified as a trend and a process enhancement has been initiated. Should new information become available, the file will be re-opened.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during an roux-en-y, the needle broke off in patient but was able to be retrieved. The device kept locking during the procedure, the jaws weren't opening consistently throughout the case and the toggle levers were unable to be moved up and down.